Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced repeated scan errors when attempting to scan a freestyle libre 3 plus sensor with the ilet system, consistent with an intermittent communication failure related to the electrical/magnetic subsystem, including the antenna, and the user was advised to replace the sensor and was transferred to the sensor manufacturer¿s support. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving the device¿s antenna/electromagnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.